Event description:
The account alleged the cardio pulmonary resuscitation would not lower the head section. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.